Manufacturer narrative:
The reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. Simulated treatment pre-accelerated stress test 15 minute 1000 ml test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that the liberty cycler had a blank screen on power up. The power cord is properly connected in both ends. Patient contact rebooted the cycler and the ok and stop buttons light up when powered back on, but the screen remains blank. The liberty cycler was replaced. Additional information was solicited.